Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sterile package was damaged. The tip of the implant was protruding out of the sterile package prior to being opened. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Product has not been returned for evaluation. Evaluation of the provided picture confirmed that the stem has protruded through the sterile packaging. The reported event is confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. The likely condition of the product when it left zimmer biomet was conforming to specifications. The root cause of the reported event is likely due to transit damage. A corrective action has been opened to investigate this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.